Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support there was a leak due to a purge line break at the filter. The team had initially tried to remedy the issue by replacing the purge cassette, however, this did not work. A new impella was opened and placed successfully. Additional information was provided that noted the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
The impella device was returned for evaluation. Upon visual inspection, the side arm was broken off in-between the filter and the reservoir. In conclusion, the root cause is due to a sidearm bond break as a result of excessive force. No other damage was found to the sidearm. This report is being filed as part of a retrospective review of historical records.